Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with biotest cell 3 on tango infinity. She reported that an anti-d was missed due to rhogam (anti-d prophylaxis). The customer returned the supposedly defective product for investigational testing and also the patient sample that had caused a false negative test result. Upon arrival on our premises the supposed defective product was already expired. Nevertheless our quality control laboratory tested the patient sample with the returned product sample on tango infinity. The d positive screening cells #1 and #2 of biotest cell 3 showed correct positive results. Additionally the allegedly defective product sample as well as our qc lab's retention sample were tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. The reviewed log files did not show any abnormalities.